Manufacturer narrative:
It was noted two 9.0 fome adult tracheostomy tubes were returned. Using leak test procedure (B)(4), 10cc of air was applied to the devices and a leak was detected on the cuff of each device. Using magnification, a hole(s) were found in the cuff and the area appeared to be abraded/damaged. Further examination showed both cuffs had the abrasion in the same location on the cuffs most likely caused by the end user's anatomy. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer noted holes in the cuff. No patient injury reported.